Event description:
Reporter states that pt came to her practice in (B)(6) 2021, feeling unwell and states that his symptoms worsened in (B)(6) 2021. Reporter states that pt was hospitalized twice and dx with bilateral lung abscesses. Reporter states that despite dx, doctors have not been able to understand the cause and an appropriate treatment plan for the abscesses. Reporter also notes that pt was seen by 5 doctors at (B)(6) and the pt was d/c without an answer to the origin of his health issues. Reporter states that pt presented to her with cough, general unwell feeling, head pressure and irritation in addition to the lung abscesses. Reporter states she went through pt history with the wife and after learning about his 75 pound weight loss, negative bronchoscopy, sudden symptom onset and the recalled device, she believes there is a possibility the health issues are a result of the bipap machine. Reporter states researching the recall and noting this device had been associated with foam breakdown and black particulate contamination which she believes could be cause of the lung abscesses. Of note, reporter states that the device was recalled and replaced by the dme company fresh air. Reporter states that pt is having persisting symptoms even after device replacement. Reporter is currently concerned with finding an appropriate treatment protocol for the patient.